Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01301, 0001825034-2018-01303. Concomitant medical products: 192113 echo por fmrl lat nc 13 x 145 mm lot 893290, the 650-1161 delta cer fem hd 32/+3 mm t1 lot 2016021417, the 110003629 biolox delta cer lnr 32 mm g lot 3359292. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported by clinical study (B)(6) that 3 months post a total hip arthroplasty procedure performed on the left hip on (B)(6) 2016, the patient reported moderate pain and discomfort and found it difficult to walk. It was also reported that the patient had to use one crutch and could walk around the house only before severe pain occured and found it painful to stand up. The patient reported the pain as 5 on a scale of 10. The patient reported moderate pain and discomfort during the 1 years post op follow up. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source, foreign - the event occurred in (B)(6).